Manufacturer narrative:
"Reported issue dr. Was doing his first cut (distal femoral cut) and the locking mechanism broke off. Product inspection as per service maxwo- 01587678 & case number (B)(4) collar broken unable to repair rtv for rework. The alleged failure was confirmed device history review review of the device history records indicate 25 devices were manufactur ed under lot k078l and 18 were accepted into final stock on 05/16/16. Review of qt16-05- 0060 revealed that the non- conformanc e is not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030316 shows 3 additional complaints related to the failure in this investigatio n. The complaints are pr (B)(4). Conclusion the failure was confirmed via visual inspection. No additional investigatio n or specific actions are required. If additional information is received then the complaint will be reopened. Nc/CAPA review a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414517 and CAPA 1450904 ."

Event description:
Dr. Was doing his first cut (distal femoral cut) and the locking mechanism broke off. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. Was doing his first cut (distal femoral cut) and the locking mechanism broke off. Case type: tka.